Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information received on the remote transmission was reviewed by qualified personnel. It was observed that the patient received five shocks and two anti-tachycardia pacing therapy for possible at/af with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.